Manufacturer narrative:
The field service engineer (fse) replaced the red blood cell (rbc) diluent dispense pump and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rbc diluent dispense pump. A definitive root cause is unknown.

Event description:
The customer reported erroneous white blood cell (wbc), red blood cell (rbc), hematocrit (hct), platelet (plt), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results with no instrument generated system flags, for one patient, involving the coulter lh 780 hematology analyzer. The customer indicated the erroneous were results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.